Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint was reported as "system flooded a patient in the nicu". There was no harm reported to the patient. The clinical team was at the bedside. The patient was turned on side, suctioned, and oxygen was increased. The patient's condition was reported as "fine".

Event description:
The complaint was reported as "system flooded a patient in the nicu". There was no harm reported to the patient. The clinical team was at the bedside. The patient was turned on side, suctioned, and oxygen was increased. The patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Corrected data: section h.1.- corrected to 'serious injury'.